Manufacturer narrative:
(B)(4): eval: results: (root cause of event is undetermined based on limited information), (stent damage, failure to deliver the stent). Conclusions: no conclusion can be drawn (root cause of event is undetermined based on limited info). Eval summary: the device was returned to the manufacturing facility for evaluation. The distal tip was slightly frayed. A number of struts on the 7th proximal stent segment were raised and pulled distally. A number of struts on the 8th, 9th, 10th and 13th proximal segments were partially overlapping and deformed.

Event description:
The physician was attempting to implant a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange drug-eluting stent to treat a lesion in a patient. The endeavor sprint could not cross the lesion and was removed. Upon removal stent struts were noted to be damaged. No clinical sequelae were reported.